Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of critical pump error. The customer's blood glucose reading was 200 mg/dl. The customer stated that the pump was in suspend mode when the pump first alarmed. The customer reported critical pump error on the screen. The customer will be sent a replacement pump. The insulin pump was returned for analysis.